Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port needle did not disengage. The following information was provided by the initial reporter: we had a nexiva 20g IV that the needle would not disengage from the pink wings when attempting IV placement on a patient IV could not be used, rn had to take out, and then unfortunately stick the patient again with a new IV.

Manufacturer narrative:
Additional information- customer provided name of facility and address.

Event description:
No additional information r/t event.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle disengagement difficult was not confirmed instead failure to decouple was confirmed upon inspection of the photos. One of the photos showed the top web packaging, confirming the material information reported. The second showed a used nexiva product that still had the grey needle shield attached to the catheter adapter. However, bd cannot confirm the exact root cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.